Event description:
It was further reported that the treatment balloons were 3.0x12mm and 3.0x12mm in size. The dissection and the 74.44% stenosis in the target lesion were subsequently treated with placement of a 3.5x16mm study stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2012-03500. It was reported that during a coronary stenting treatment procedure, vessel dissection occurred. The target lesion being treated was located in the proximal left anterior descending (lad). The lesion was 80% stenosed, 3.5mm in diameter and 16mm long. The lesion was treated with predilation using a quantum balloon and a quantum maverick balloon. Per core lab, a spiral dissection was noted in the mid lad. The physician treated the lesion with the placement of a taxus element stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel.